Event description:
Medtronic received information that this aortic bioprosthetic valve was explanted after three months implant duration, due to a hole in the valve. The mitral band, also implanted three months ago, was explanted. It was reported that the pt had become symptomatic and that there may have been an issue with patient-prosthesis mismatch (the aortic valve was too small and the mitral valve was too large). There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, tears and/or cuts in the sewing cloth adjacent to the mid-point marker and one trigone marker/eyelet, appeared to have occurred during explant. Glistening off-white pannus covered most of the band with thicker overgrowth on the ends with the trigone markers. Radiography showed no evidence of fractures or mineralization. Conclusion: the device history record was received and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded that host tissue overgrowth may have contributed to the clinical observation. This finding is generally considered a pt related condition. However, no malfunction of the ring was found.